Event description:
The customer reported, the power supply will not charge the battery. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the power supply will not charge the battery. There was no reported pt involvement. The ac power module was not available for evaluation. The ac power module was replaced and resolved the issue. We will consider this a malfunction of the ac power module where the power supply would not charge the battery.